Event description:
On an unknown date a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately on (B)(6) 2024 the patient experienced an infection around peg-j bumper which required 4 day hospitalization stay. It was reported that the bumper was embedded in the abdomen. The tubing was removed and duodopa therapy was discontinued.

Manufacturer narrative:
The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection and buried bumper are known complications of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.